Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se after an unspecified procedure. Reportedly, after the clip was deployed, bleeding at the arterial puncture site continued. The device was removed and it was noticed that the sheath was not completely split. Manual arterial compression was applied to ahcieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reportedly the event occurred in (B)(6) 2012. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device experience was not confirmed. The analysis of the returned device revealed the device was in the deployed condition with the plunger partially retracted. The thumb advancer was fully forward and the sheath fully split. The tube set was in deployed alignment, and the vessel locator wings collapsed. The cause for the reported event could not de determined. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.